Event description:
The customer called and reported he accidentally had the insulin pump on during magnetic resonance imaging and the pump began to alarm with motor error and another alarm. The insulin pump became stuck in a loop between alarms. The motor error occurred during basal rate insulin delivery. Customer was unable to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test and verify alarm and weak battery alarm due to motor error alarm during rewind. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.